Event description:
The customer reported that a delay in responding to a patient's life-threatening event occurred as a result of several separate user errors including an error made in typing in the room number of the patient at the central and also due to staff not fully communicating the identity of the patient, per the hospital's policy, resulting in a patient death.

Manufacturer narrative:
The customer reported that a patient death occurred due to a delay in responding to the patient's life-threatening event. This occurred as a result of two hospitals integrating their systems and several separate user errors including an error made in typing in the room number of the patient at the central. This is also due to the staff not following their own internal policy of confirming both the patient name and location when techs report a need for staff to respond to a patient alarm. There was a delay before the staff was aware of the patient's need for additional treatment. Based on the available information we will therefore consider that the device, through the use model at this hospital, was in fact a factor in this death.